Event description:
Pt reported he experienced hyperglycemia of up to 450 mg/dl from (B)(6) 2012. He believes there are "hair cracks" in the infusion set and the headsets leak insulin. His basal rate delivery is 8.9 i.u. And his bolus delivery is 25-30 i.u. The infusion sets were requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.